Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer stated that the needle and electrode were missing.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor base. No broken or missing parts were observed during analysis. Found the sensor cannula whole. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.